Manufacturer narrative:
We were unable to confirm this event since the actual sample is unavailable and the device history record and retain samples testing did not reveal any non conformity. So, the complaint was considered as not justified. This medical device report is filed retrospectively following FDA observation number 4 received by degania medical devices pvt. Ltd. During the FDA inspection of 4-7 of november 2019. The observation was related to the fact that degania medical devices pvt. Ltd. Did not establish procedures for reporting mdrs to FDA as a manufacturer. Till then all complaints related to the devices produced by dmd were assessed for MDR reportability and submitted as necessary to FDA by degania silicone ltd. Another q medical devices division closely affiliated with dmd. Dmd CAPA number (B)(4) was issued to address the observation; one of the CAPA actions requires dmd to perform retrospective review of all the complaints received during 2018 and 2019 and submit to FDA retrospective mdrs for the reportable events (with reference to original MDR report #8030107-2020-00021 filed by degania silicone ltd.).

Event description:
This is retrospective submission, following reassessment of our customer complaints during period 2018-2019. Customer's text: according to the reporter, during use of device, the device's temperature monitoring did not work. It was reported that they have swapped catheters in four cases. There was no reported patient outcome.